Event description:
Boston scientific received information that this product was part of a system revision due to infection with sepsis. Additional information received indicated that the blood cultures were positive for staph. The pocket was not swabbed for cultures. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.